Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient presented to the emergency department for an unreported issue and a device review was performed. The review found that the right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD) had high, out of range atrial lead impedance measurements noted on the trend graph. The most recent daily lead measurement was with-in range at about 441 ohms. Technical services discussed having the patient follow-up with device following physician, for testing. Otherwise, the device appeared to be functioning as programmed. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.